Event description:
It was reported that a pump issued an altitude alarm 21. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to remove obstructions from the speaker holes, clean them, and reconnect the cartridge. When insulin could not be resumed, the customer was guided to load a new cartridge and wait 5 minutes. After this, the customer was asked to wait an additional 2 hours for moisture evaporation, and a follow-up was scheduled.